Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of revf0983 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch that the patient was in the ICU seven years ago with trauma, and a bard PICC line was placed in the left arm by the nurse from IV therapy. The patient pulled the first PICC out and a second was placed four days later. The second PICC was removed at the time of discharge without incident. Last month the patient returned to the hospital with complaints of chest pain. A CT of the chest confirmed two foreign bodies about 2cm in length with one located in the right ventricle and the other in a small branch of the pulmonary artery near the middle of the right lung. After review of x-rays from seven years prior it was discovered that the foreign material was present after the placing of the first PICC line.